Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Tech states the provider alleges sometimes the chair will not go into reverse, may be a bad inductive.